Manufacturer narrative:
Investigation in process.

Event description:
It was reported that after unpacking the implant, pin holes were identified in the foil packaging. The surgeon did not use the implant. Another implant was used to complete the procedure.